Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump had a gaining/losing time issue. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that about 4-5 months ago, she noticed that the pump was losing a few minutes when comparing to her cell phone or tv. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was losing up to 5 minutes. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/16/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside normal patient use was observed in the black box or download history. A timekeeping accuracy test was performed and revealed that the pump was keeping time accurately. Testing was unable to verify or duplicate reported time keeping issue.